Event description:
Complaint alleged that no bed functions would work, no injury alleged.

Manufacturer narrative:
The technician found bed in the hallway on the 2nd floor. Found: no bed functions work, patient pendent has been pulled off of the bed, wires are exposed and are causing the bed to lock up. Replaced the patient pendent control module to correct the problem (B)(4).